Event description:
Complaint ID (B)(4).

Manufacturer narrative:
It was reported that the cardiohelp dies if the ac power cable is unplugged. Both batteries were not charging and had alarms that service is needed for the batteries. The failure occurred during treatment. The customers back-up cardiohelp had the same message. The no harm to any person has been reported. As both batteries were affected during treatment, a report is required. Additionally, the cardiohelp was exchanged. A getinge technician was sent for investigation on 2026-01-21. The technician confirmed that both batteries were showing 0% charge and would not power up on battery power. The ac power line cord was plugged in and the battery charging led was lit. However, the batteries were still not charging. The batteries were replaced. The technician performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The logfiles were analyzed by the getinge life-cycle-engineering (lce) for a possible root cause. According to the lce the most probable root cause was that the battery calibration failed during phase 2, leading to the batteries being discharged and defective. The batteries were not checked prior to treatment as the batteries were already depleted and needed service prior to treatment. The error message ¿battery calibration failed¿ was present in the logfiles during phase 2 of the battery calibration, where the batteries are discharge. The ac power supply was most likely interrupted and the error message ¿battery calibration failed¿ was displayed. The error message was not acknowledged, and the battery calibration process was not terminated. The batteries continued to discharge until the batteries were completely depleted due to battery charging flags. Setting the error flags also prevented the cardiohelp from being charged via ac power mains. The complaint information was transferred to the internal nonconformity process. The nc implements that due to longer standby time of the cardiohelp the battery capacity suffers. This leads to following: - strongly deviating capacity levels of the devices. - batteries locked for charging. - failed battery calibration with 'timeouts'. - excessive self-discharge. - apparently causeless deep discharge. The root cause is a non conformity of the coulomb counting method for determination of the state of charge. The cardiohelp system has two redundant batteries with 2 separated battery slots. The system is capable to operate with 1 battery. The redundant design of two usable batteries and the alarming about defect batteries cause a high level of safety. According to the instruction for use, chapter "check before every use", the user should only start the application when the batteries of the cardiohelp are fully charged and calibrated. The calibration of the batteries has to be performed at least every 4 months as described in the IFU chapter ¿calibrating the batteries¿. If not used during transportation the batteries are a backup power supply for the ac/dc power supply via cable. The review of the non-conformities (nc) has been performed on 2025-01-23. The device was manufactured on 2020-11-25. Following ncs regarding the reported failure were found: nc - battery capacity and charging problem. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Based on the results the reported failure "both batteries needs service" could be confirmed. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary's trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
No patient information is available. A getinge service technician will investigate the affected cardiohelp. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
The failure occurred during treatment. It was reported that the cardiohelp dies if the ac power cable is unplugged. Both batteries were not charging and had alarms that service is needed for the batteries. The customers back-up cardiohelp had the same message. The no harm to any person has been reported. The cardiohelp was exchanged. As both batteries were affected during treatment and there is no back-up power supply is available, a report is required. Additionally the cardiohelp was exchanged. Complaint ID (B)(4).